Event description:
It was reported that the patient presented in-clinic for follow up. Upon initial interrogation, the aveir system exhibited a telemetry anomaly as diagnostics were not being appropriately displayed. Electrode patches were then replaced, and interrogation was then successful and found normal. No further intervention was performed. The patient was stable.